Manufacturer narrative:
X-ray. Additional manufacturer narrative - the device was discarded by hospital. Without return of the explanted device the reported clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 16mm bioprosthetic pulmonary valve, implanted approximately five (5) years and eight (8) months, was explanted due stenosis and severe calcification. The explanted device was replaced with a 21mm bioprosthetic valve. It was reported that the 16mm valve was placed in infancy which patient has outgrown. This explant was planned due to growth of patient. The patient tolerated the procedure well. He was transferred back to the pediatric surgical heart unit in stable and satisfactory condition to continue postop convalescence. The device was discarded at hospital.